Event description:
It was reported that after a coronary drug eluting stenting treatment procedure, in stent restenosis occurred. The 90% stenosed, 24mm target lesion was located in the mid right coronary artery. The vessel diameter was 3.5mm. The vessel was predilated with a 2.5mm balloon at 12 atms and the 3.50x24mm taxus express2 stent was successfully implanted into the target lesion. No complications occurred. Pt condition was good. Approximately 340 days after the index procedure, the pt was diagnosed with in-stent restenosis in the mid right coronary artery, and also stenosis of the mid left anterior descending coronary artery and left atrial ventricular artery. The lesions were all reported to be calcified. The pt underwent coronary artery bypass surgery. The pt condition post procedure was reported to be improved.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.